Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t competitor implantable pacing lead 2000 (B)(6). (B)(4).

Event description:
It was reported that the day of the generator change, the right ventricular lead showed oversensing, specifically crosstalk from the atrial pace. The lead remains in use. No patient complications have been reported as a result of this event.